Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue .the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23138 error was found indicating ¿hall edge to edge fault on usm3, axis 2¿, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23138 error was triggered indicating fault on the 0x2 axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where no error was found to be failing on the 0x2 axis. Once testing was completed, the pitch motor module was further inspected, replicating the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the pitch motor module assembly was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was having a recoverable fault on arm 3. Customer stated when they try and recover from the error the error immediately returns. Logs were showing 23076/32098/23138 errors on universal surgical manipulator (usm) 3. The technical support engineer (tse) recommended customer perform a hard reboot on the system. Customer performed a hard reboot and when the system powered back on the error returned. Customer stated they had another system/robot available. Logs were showing all three systems and robots were at p11b. The procedure was aborted to another dv system with no report of patient involvement.